Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05583. On (B)(6) 2013, the pt underwent a permanent implant procedure. Intra-op, high impedance was present. X-rays revealed the lead was not fully inserted in the ipg header. Invalid impedance became present after the lead was fully inserted in the ipg header. A lead fracture was suspected. As a result, the lead was replaced. The replacement lead resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.